Manufacturer narrative:
(B)(4). An ultraflex¿ tracheobronchial stent and delivery system was returned for analysis. Visual analysis found the stent was received partially deployed and the shaft was kinked at the distal end of the device. Functional analysis found the shaft bowed during failed deployment attempt. However, the remainder of the stent was successfully deployed by pulling directly on the deployment suture. No other issues were noted with the device. Device analysis determined that the condition of the returned device was consistent with the complaint incident, the stent was received partially deployed with the shaft bowed. The cause of the damages noted were consistent with the application of excessive force and was most probably due to anatomical or procedural factors encountered during the procedure. Therefore, the most probable root cause for this complaint is operational context.

Event description:
Note: this manufacturer report pertains to one of two devices used in the same procedure. Refer to manufacturer report # 3005099803-2016-01749 and # 3005099803-2016-01750 for the other associated device information. It was reported to boston scientific corporation on (B)(6) 2016 that two ultraflex tracheobronchial stents were used to treat a 4 cm stenosis in the left main stem bronchus due to lung cancer during a stent placement procedure performed on (B)(6) 2016. Reportedly, the patient's anatomy was not tortuous and was not dilated prior to stent placement. During the procedure, the physician attempted to deploy an ultraflex tracheobronchial stent (the subject of this report) but the catheter bowed and the stent deployment suture would not release. The physician removed the partially deployed stent and delivery system from the patient. The physician attempted to deploy a second ultraflex tracheobronchial stent (the subject to MFR report # 3005099803-2016-01750); however, the same event occurred and the stent and delivery system were removed from the patient. A different device was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
An ultraflex tracheobronchial stent and delivery system were returned for analysis. Visual examination of the returned device found that the stent was partially deployed. During the product analysis, the catheter bowed in an attempt to deploy the stent. It was possible to manually deploy the stent by pulling directly on the deployment suture. No issues were noted with the profile of the stent. A visual and tactile examination found that the distal end of the catheter was kinked distal to the tip. The damage identified during the product analysis is consistent with the application of excessive force to the delivery system. Device analysis determined that the condition of the returned device was consistent with the complaint incident. The cause of the reported deployment difficulties was most probably due to anatomical or procedural factors encountered during the procedure. Therefore, the most probable root cause for this complaint is operational context.

Event description:
Note: this manufacturer report pertains to one of two devices used in the same procedure. Refer to manufacturer report # 3005099803-2016-01749 and # 3005099803-2016-01750 for the other associated device information. It was reported to boston scientific corporation on (B)(4) 2016 that two ultraflex tracheobronchial stents were used to treat a 4 cm stenosis in the left main stem bronchus due to lung cancer during a stent placement procedure performed on (B)(6) 2016. Reportedly, the patient's anatomy was not tortuous and was not dilated prior to stent placement. During the procedure, the physician attempted to deploy an ultraflex tracheobronchial stent (the subject of this report) but the catheter bowed and the stent deployment suture would not release. The physician removed the partially deployed stent and delivery system from the patient. The physician attempted to deploy a second ultraflex tracheobronchial stent (the subject to MFR report # 3005099803-2016-01750); however, the same event occurred and the stent and delivery system were removed from the patient. A different device was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.